Event description:
It was reported by the rep the device was used during a breast biopsy. It was reported the clip was deployed wtihout difficulty. A "cc"/lateral mammogram was done and a 6cm lateral move of the clip was found. The pt was diagnosed with invasive cancer and due to the movement of the clip, the surgeon questioned the potential spread of malignant cells. The surgeon did an excisional biopsy. The tract followed was excised and the clip was in the specimen.